Event description:
The customer reported an error with their laser system. It was reported that due to this error the "case was completed using another technique". The outcome was reported as "no damages to the pt".